Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 24 mg/dl which has been treated. Customer passed out in the shower and had to call an ambulance. The customer declined troubleshooting for low blood glucose. Customer stated there was nothing wrong with the insulin pump and the low blood glucose readings may have been caused by the recalled infusion sets. The insulin pump was not replaced or returned for analysis.